Manufacturer narrative:
Concomitant medical product:a2dr01 ipg, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) had suspected electromagnetic interference. It was also noted that the right atrial (ra) lead exhibited undersensing during atrial tachycardia / atrial fibrillation (at/af) episode. Both the ipg and ra lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.